Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The phaco handpiece was manufactured on march 24, 2014. Based on qa assessment, the product met specifications at the time of release. A handpiece was received for evaluation. A visual assessment of the returned phaco handpiece did not reveal any non-conforming. The returned handpiece was connected to a calibrated infiniti system and tuned. The returned handpiece passed tune. The phaco and torsional power were set at 50% and 100% on the system. The footswitch treadle was pressed down. The returned handpiece generated both phaco and torsional power at 50% and 100%. No additional test was performed. The returned handpiece generated both phaco and torsional powers normally; therefore, the root cause of the reported event cannot be established. (B)(4).

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The phaco handpiece was manufactured on march 24, 2014. Based on qa assessment, the product met specifications at the time of release. A handpiece was received for evaluation. A visual assessment of the returned phaco handpiece did not reveal any non-conforming. The returned handpiece was connected to a calibrated infiniti system and tuned. The returned handpiece passed tune. The phaco and torsional power were set at 50% and 100% on the system. The footswitch treadle was pressed down. The returned handpiece generated both phaco and torsional power at 50% and 100%. No additional test was performed. The returned handpiece generated both phaco and torsional powers normally; therefore, the root cause of the reported event cannot be established. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the handpiece did not phaco. Additional information has been requested.